Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having headache. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor. The manufacturer also found slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination, mineral deposits on the flip lid seal and inside the humidifier water storage tank. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence multiple contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.